Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract back into the pod as intended.

Manufacturer narrative:
The device was received with the soft cannula deployed and the needle (hard cannula) visible through the soft cannula. Inspection of the needle mechanism found that the needle was not seated in the slide retract. The slide retract was found to be damaged due to improper instalment. This is confirmed as the cause of the needle failing to retract. The device generated an 0x1c expiration alarm after 80 hours of operation. This is a safety feature and does not indicate a device failure. During the investigation it was noted that the tip of the soft cannula above the cross drill hole was damaged. The found damage did not influence the delivering of insulin neither did it cause the reported symptom code. During the investigation discoloration was found on the rail mechanism. A leak test was performed but no leak were found. A cause for the discoloration could not be determined. However it could be concluded that it did not contributed towards the reported symptom code.